Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the bush that enables the oxygen nipple and the nebuliser bowl to be connected to the mask is not glued in and falls out as the oxygen nipple is removed." (Connector falls off - not glued).